Manufacturer narrative:
Concomitant medical products: c2tr01 crtp, implanted: (B)(6) 2017; 6725 adaptor, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced heart "rate approximately 40bpm." The right ventricular (rv) lead exhibited high impedance, oversensing and short v-v intervals. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.